Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient¿s replacement generator was tested with the existing lead outside the generator pocket and system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The surgeon confirmed that the lead pins were fully inserted into the generator header. The lead pins were reinserted and subsequent diagnostic results still showed high impedance. The generator was tested with a test resistor and diagnostics showed lead impedance within normal limits. The lead was not replaced during the procedure and the replacement device was not programmed on. No known surgical interventions for the high impedance observation have occurred to date. The explanted generator was returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned generator was completed. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. The pulse generator module performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes were received indicating that the physician believes the patient¿s ¿wiring is faulty.¿ attempts for additional relevant information have been unsuccessful to date.